Event description:
The device was used during a thigh laceration repair. The staples from the stapler came out of the jaws crooked and hung up on one side. It was unknown if the staples were hanging up in tissue or jaws of the device. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: instrument was rec'd with the weld broken at the nose of the cartridge.